Event description:
It was reported that during an atrial fibrillation (afib) procedure, using a navistar® thermocool® uni-directional catheter. After connecting the catheter, an error message had appeared "severe distortion in the magnetic field ". Some troubleshooting was made, such verification of the fluoro image wasn´t too close, the metal objects haven´t been introduced into the field and if any object was doing interference, the distance of the location pad, check if all the connections were ok, change the cable by a new one, and then change the catheter. The problem continued and the physician decided to cancel the procedure with no consequences to the patient. The patient was under anesthesia for 45 minutes. The procedure was being performed in the left atrium.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, using a navistar thermocool uni-directional catheter. After connecting the catheter, an error message had appeared "severe distortion in the magnetic field ". Some troubleshooting was made, such verification of the fluoro image wasn´t too close, the metal objects haven´t been introduced into the field and if any object was doing interference, the distance of the location pad, check if all the connections were ok, change the cable by a new one, and then change the catheter. The problem continued and the physician decided to cancel the procedure with no consequences to the patient. The patient was under anesthesia for 45 minutes. The procedure was being performed in the left atrium. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Additionally the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).